Event description:
It was reported by medwatch "I received a port needle from our lab services department today that is leaking near the yellow, butterfly piece of the needle. We tested it with saline and were able to see a few drops coming out near where the tubing meets the needle."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfuf107 showed no other similar product complaint(s) from this lot number.